Event description:
The customer reported erratic blood glucose readings with test strips, lot #1h517a. She opened the first bottle in the box approx 6 months ago, used a few test strips and set it aside. When she used the test strips from that same bottle on 12/1/96, she obtained very erratic readings (no specific results available.). She noticed that the test strips had been opened for more than 4 months and are now beyond their use life date. She immediately opened the second bottle in the box, which was still sealed, and performed 4 consecutive blood glucose tests. The results were 50 mg/dl, 85 mg/dl and 286 mg/dl. All tests were performed within a 10 minute time frame. The code was set correctly in the customer's meter. The desiccant is in both bottles of co's test strip. A normal control solution test was performed with the co's representative on a test strip from the second bottle. The result was 150 mg/dl versus a normal control solution range of 114-172 mg/dl. The solution was opened for the first time on 12/4/96 and the customer shook it well before testing. A check strip test also performed with the representative gave a result of 84 versus a check strip range of 66-89. The customer stores the test strips in a cupboard in the hall.